Event description:
It was reported that while in the operating room, the intra-aortic balloon (iab) was prepped per instruction and the md inserted the sheath via the femoral artery. The md could not pass the iab over the guidewire, and as a result, another iab was used to complete the insertion. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.